Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The complaint device was not returned for evaluation. In addition, no applicable imagery was provided for review. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and revealed other similar complaints. A review of complaint history from june 2018 ¿ may 2019 revealed additional returned complaints for the ultra delivery system for the complaint code. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of the complaint history revealed that the complaint occurrence rate did not exceed the trigger for review per the post-market surveillance plan. Ultra delivery system instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. No IFU or training deficiencies have been identified. The delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis must have met testing specifications as a requirement for lot release. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The received complaint was unable to be confirmed as no device or relevant procedural imagery was provided. DHR review and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the complaint events. There was no note of abnormalities on the delivery system during device preparation, suggesting that there was no issue with the device when removed from packaging. Per the complaint description, the patients access vessels were calcified and tortuous. The patient factors listed above can present a challenging anatomy for the insertion of the delivery system. As the delivery system was unable to be advanced through right tf access, it is likely that high insertion force was experienced. Calcification and tortuosity may have led excessive device manipulation resulting in the reported damage. It is likely that patient factors (calcification/ tortuosity) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Corrective action preventative action (CAPA) investigation was previously initiated to continue investigation on ultra balloon burst/leakage and retrieval field issues as well as monitor the effectiveness of the ultra training bulletin. Per management¿s discretion, product risk assessment (pra) investigation has been previously initiated to further investigate the risk regarding the reported event. All complaints found to have associated adverse events that were related to balloon burst/leakage and has been captured in this pra.

Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifescience affiliate in (B)(6), a 26 mm sapien 3 ultra valve was placed in the aortic position by left transfemoral (tf) approach. Right tf access was not possible; therefore, it was converted to left tf access. The ultra ds was flushed and inflated after removal and it was found a tiny pin hole at the proximal edge. The procedure had good results. No blood noted in the balloon or inflation handle after removal.